Manufacturer narrative:
The device was returned due to a pericardial effusion and a contact force issue. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. In addition, the device met specifications during flow rate testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a wolff-parkinson-white ablation procedure, a pericardial effusion occurred. During the procedure, the contact force became intermittent so the catheter was replaced. During mapping and ablation, slower left ventricular movement was observed on fluoroscopy and a pericardial effusion was observed. A pericardiocentesis was performed to stabilize the patient and the procedure was discontinued. The physician believed the first ablation catheter had caused the effusion.